Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.